Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead fractured. There was extraction complication due to a laser cut to the patient's superior vena cava during the extraction of the lead. Intervention was taken to prevent further complications with the perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments and analyzed. The lead was returned with the helix fully retracted and the distal conductor was distorted within the connector. The distal conductor was over-retracted. It was also noted that there is intermittency between the pin and the cap on the connector and several conductors were distorted. The outer tubing overlay had blood/body fluid, an environmental stress crack and the outer tubing environmental stress crack was breach (non-electrical). The outer insulation was melted, had a white substance and a cosmetic depression. There was also blood in/on the helix mechanism.